Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory valve was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during ventilator leak test, the system displayed an error message that all gas could not be ejected from the bellows. There was no report of patient injury.